Event description:
It was reported that balloon rupture occurred. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at nominal pressure for 30 seconds, the balloon ruptured. The device was removed and a pinhole was noted. The procedure was completed with another of same device. There were no patient complications reported and the patient was in good condition after the procedure.